Event description:
A customer reported that a known type a2 patient resulted as type o positive on galileo echo instrument (B)(4).

Manufacturer narrative:
The image result files were reviewed by an immucor technical support specialist. Results appeared as reported by the instrument. Due to the patient receiving type o positive rbcs, it appears to be a sample related issue. The customer was informed of the limitation in the echo operators manual which states that the echo camera is unable to interpret mixed field reactions and that these types of reactions may be interpreted as equivocal, negative or positive. The instrument is operating as expected.